Event description:
Vns pt underwent lead replacement surgery due tohigh lead impedance reading obtained at office visit. It was reported that the pt suffered several falls and that after the pt's first fall with vns therapy, epileptologist noted a bump on the pt's neck near the lead. X-rays reviewed by epileptologist revealed that the lead was broken and that the lead was bunched around the generator. Reporter indicated that it is believed that the lead had been broken for a long time because during lead replacment surgery, there was not a lot of tissue growth holding the lead in place. Reporter believed that if the lead was extensing to the neck fo 8 months, the surrounding tissue would have kept the led from receding to the generator after the break. The high lead impedance condition was reportedly resolved with lead replacement. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.